Manufacturer narrative:
Batch record review: a review of lot file b725 shows this lot met all release requirements. A review of complaints received for lot b725 was performed. There was one other centrifuge bowl leak reported to date for this lot. No trends were detected. No product was returned for investigation. Therefore, it could not be determined if this specific product met spec based solely on the info provided by the customer. (B)(4) has been opened to further investigation. This is an expected event, reduced as low as practicable within the accepted risk level. Potential improvements to continue to eliminate potential and contributing causes are conducted through the CAPA system. (B)(4).

Event description:
Customer is reporting a centrifuge bowl leak. Name and function of complainant: same as reporter. Customer initially called to report system occlusion alarm. Cts asked customer to check all parts of the kit for any occlusions or clotting. Customer did not see any occlusions or clotting throughout kit. Customer pressed start, but the alarm continued to occur. Cts asked customer to check the centrifuge bowl for clotting occlusions. Customer opened centrifuge lid and noted blood dripping from the necks of the bowl. Cts recommended customer abort the treatment procedure and does not return any blood/products to pt. Customer will not return product for investigation.